Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the call, the day prior to a hospitalization for congestive heart failure, he reportedly passed out due to hypoglycemic shock. The patient allegedly overtreated with unspecified medication of a high bias inaccurate cgm. The cgm was not documented. The patient passed out and woke up on the floor. He sustained shoulder injury during the fall. The reversal of hypoglycemia was not documented. The patient was taken to the hospital the following day and encountered sensor problem during the admission.data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).